Event description:
It was reported that there were more frequent pacing impedance excursions from the baseline in recent months, and performance data showed nst (non-sustained tachycardia) with clear twos (t-wave oversensing). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.